Event description:
The pt received the scs system on (B)(6) 2011. It has been reported the pt has been experiencing heating sensation at the ipg battery site when the battery is close to being completely discharged. The pt also reported it takes her longer to recharge the ipg. The pt is working with her physician to determine the next course of action. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.